Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the monitor failed the srs initialization test. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.